Event description:
During a thoracoscopic bullectomy procedure. The instrument did not fire and the anvil disengaged. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.